Manufacturer narrative:
(B)(4). The exact date of the event is unknown.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented at the hospital with abdominal pain. A recent CT scan revealed an endoleak. The endoleak was treated with another manufacturer¿s cuff. The patient was no longer symptomatic. Approximately one week later a CT scan revealed that the endoleak was still present and had not been resolved by the other manufacturer¿s cuff. The physician decided to create an aui to reline the entire stent graft system as the endoleak is a type iii endoleak, fabric from the original bifurcated stent graft. An endurant aui 36/14/102 and 16/16/82 extension limb were implanted on the right side to reline the original stent graft. An 18 mm talent occluder was implanted in the common iliac artery to occluded the contralateral side. The procedure went well and the patient was stable. The patient had another CT scan before discharge and no endoleaks were noticed. No additional clinical sequelae were reported and the patient is fine.